Event description:
Customer reported that the spectrum monitor was utilizing spo2 instead of ECG for arrhythmia analysis and no calls were initiated by the system. Patient later expired.

Manufacturer narrative:
Analysis of the system logs indicate there was no device malfunction. The system performed within its established specifications based on user settings.